Event description:
Additional information received noted that cause of the event was mva (motor vehicle accident). Xray was done on (B)(6), position was okay. The patient had the program changed on (B)(6). There was no improvement. Revision surgery was (B)(6) 2014. The issue was resolved, replacement was noted. Patient outcome/status was noted as better.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v768773, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a car accident on (B)(6). Since then, or shortly after, the patient had pain at lead site and it felt bruised at implantable neurostimulator (ins) site. X-ray was taken, and manufacturer's representative saw the x-ray too. The patient wanted to know representative's. Thought on it. Since yesterday, the patient had only gone to the bathroom once. The patient was concerned that something was wrong with her interstim. The patient's follow-up appointment with hcp (healthcare provider) wasn't for another 3 weeks. Additional information received noted that the patient was seeing the doctor on monday. The manufacturer's representative had the patient change to a different program. If additional information is received, a follow up report will be sent.